Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure at t11-l5. Th11, th12, l4 and l5 and l2 were fixed with screws and l2 and l3 were fixed with nesplon tape. 2 crosslinks were placed in the order of at l4/5 and then below th12. At the time of tightening a midline nut of the crosslink placed at l4/5, the tip of the torque limiting driver cracked. Another driver was used to complete the case. No patient complications were reported.

Manufacturer narrative:
Additional info: instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 79.52 in/lbs., which is within print specification; all individual torque readings were also found to be within print specification ranging from 79.1 to 84.5 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed the driver shaft is broken; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface, which is indicative of torsion. The torsional indication of the fracture, in conjunction with and the age of the instrument and confirmation of both relevant dimensional and material hardness specifications suggest torsional cyclic fatigue as the mechanism of failure.